Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). S/w ver 4.11c. Retainer = black. The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace and history files using thus. A review of the downloaded history files reveals that a pump error 35 alarm was triggered on (B)(6) 2021 at 14:12 causing the critical pump error (open book image) alarm. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor, and force sensor flex cable. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (24.0 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and broken battery tube threads. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor.